Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her unknown meter was not powering on when she was trying to test. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred 1 to 1.5 years prior to contacting lfs. The patient reported prior to the start of the alleged issue she felt symptoms of "shakes, barely talks." The patient reported she takes no diabetes medications to manage her diabetes. The patient reported she made no changes to her usual diet, activity level or medications on the day of the allege disuse. The patient reported on an unknown date and time, she was treated by emergency medical services (ems) and a "very low" reading was obtained on the ems meter. The cca was unable to assist the patient with troubleshooting since the patient did not have testing supplies available. This complaint is being reported because the patient claims, due to the alleged issue, she required treatment from ems.